Event description:
It was reported that device migration was observed. During lead replacement, the pocket was revised and reduced in size. The device remains implanted. The patient tolerated the procedure well and no complications were observed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.